Event description:
The customer reported that the device was overheating. No additional information was available, but there was no patient involvement, clinically significant procedural delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
During service at the manufacturer, the service technician was unable to duplicate the reported heat symptom, and ruled out all likely components during the device inspection, including the bearings.

Event description:
The customer reported that the device was overheating. No additional information was available, but there was no patient involvement, clinically significant procedural delay, medical intervention, or adverse consequences reported.